Event description:
Scientific journal reports a pt developed pleurals effusion following talc/chemical pleurodesis. The pt was taken to surgery, a thoracotomy performed and thrombotic material with talc was observed occluding the drain. Clark, g, licker, m et al; small sized silastic drains: life threatening hypovolemic shock after thoracic surgery associated with non-functioning chest tube. European journal of cardio-thoracic surgery; 31, 2007, 566-568.

Manufacturer narrative:
User error contributed to event. The product insert warns the user that an effective closed suction system requires maintenance of the system to preserve patency. The drain must not be allowed to occlude.